Manufacturer narrative:
Although requested, device has not been received, patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer notified bd with a reported issue of tpa infusing too quickly at the dialysis center. No patient harm occurred as a result of the event. Received a copy of the customer's cmdsnet program report from health (B)(6) which states, ¿alaris pump infusion set mf#2420-0500 / lot 18083143 - the tpa infusion administered too quickly. No harm to the patient."